Event description:
A customer contacted baxter's technical service center to report a low drain volume (ldv)alarm during initial drain. The homepatient (hp) stated that there was air in the patient line. The technical service representative (tsr)recommended that the hp end therapy. Follow up with the patient revealed that they discarded the disposable supplies and did not have the lot number or a companion sample. The patient also stated that she is doing well and continues with peritoneal dialysis (pd) therapy. No allegations were made against any of the hp's dialysis products.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be submitted.

Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced a battery depleted set alarm, which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. The user interface module master software version is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm during initial drain was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause of the reported problem of air in the line is currently being investigated through CAPA number, (B)(4).